Manufacturer narrative:
The clinician placed an expired implant.

Event description:
The clinician reported that on the day of attempted placement of the dental implant in the patient's mouth, the implant did not achieve primary stability. The clinician experienced difficulty inserting the implant into the patient's bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.